Event description:
The hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was visually observed and blood test strips were used. Estimated blood loss was 150cc's. Pt had not adverse effects. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.